Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The reported event of resistance inserting the dilator was confirmed. Resistance was noted inserting the dilator into the sheath. The dilator outside diameter measurement was within specifications; however, the outer diameter measurement was near the maximum measurement. This is consistent with the dilator insertion difficulty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the atrial fibrillation procedure, there was a blood leak from the valve on the sheath. When inserting the dilator into the sheath, some resistance and an audible noise was heard. The sheath was re-prepared and no obvious issues were observed. However, when the non-abbott catheter (octaray) was inserted into the sheath, back bleeding was noted. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.